Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. Our clinical/medical team indicated that this is a complaint from the netherlands. No clinical/medical documents have been provided to investigate this revision. The components have not been returned nor has the reason for the revision been provided. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the risk management file and instructions for use document for this failure mode was conducted. Factors and/or potential probable causes that could have contributed to the reported event include but are not limited to contamination, patient condition/reaction, and a post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.be re-opened.

Manufacturer narrative:
It was reported that a revision surgery of the rt system was performed due to unknown reasons. The parts were not returned for investigation. A review of the complaint history revealed no other complaints with the same reported failure mode and lot-number as the affected devices. No deviations from the standard manufacturing process of the affected devices were detected. According to the risk evaluation, the reported risks are covered in the corresponding risk assessment document. For a medical assessment, not enough information is available to classify the clinical signs, symptoms and conditions of this incident. Based on the conducted investigation, the root cause of the failure could not be determined conclusively. No further actions have been initiated. The complaints will be reopened, should the parts will be returned or should additional information be received. Smith and nephew will continue to monitor this device for similar issues.

Event description:
A revision surgery of the rt system was performed due to unknown reasons.